Event description:
On (B)(6) 2008, the patient underwent a gastrocnemius recession and an evans calcaneal osteotomy of the left foot. A 12mm evans bone wedge xenograft was implanted. On an unknown date in (B)(6) 2010, the patient underwent revision surgery due to non-union.

Manufacturer narrative:
Investigation: according to the manufacturing records, the graft was manufactured to specification. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose to achieve a sterility assurance level (sal) of 10-6 prior to release. Re-review of biocompatibility validations and comparison of current processing techniques, samples of representative manufacturing episodes, foot/ankle literature review and additional in vivo and in vitro testing of various bovine products was conducted. Results of investigation: many factors may lead to non-union. Examples include decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g. Steroids), adjunct hardware/implants, the physical location of the surgical site, or a prolonged inflammatory response. Conclusion: grafts associated with lot#: 3-080228 passed all rti release criteria prior to distribution. To date, the results of our investigation have not identified an agent or event intrinsic to the graft material or processing methodology that would contribute to the type of experience reported in this complaint.